Manufacturer narrative:
Murphy, r.m., dpm, fallat, l.m., dpm, and kish, j.p., phd, (2014), axial loading screw fixation for chevron type osteotomies of the distal first metatarsal: a retrospective outcome analysis. J foot ankle surg, 53(1), 52-54. This report is for an unknown 3.0-mm, headless, cannulated screw. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, murphy, r.m., dpm, fallat, l.m., dpm, and kish, j.p., phd, (2014), axial loading screw fixation for chevron type osteotomies of the distal first metatarsal: a retrospective outcome analysis. J foot ankle surg, 53(1), 52-54. The distal chevron osteotomy is a widely accepted technique for the treatment of hallux abducto valgus deformity. The authors proposed a new method for fixation of the osteotomy involving the axial loading screw (als) used in addition to single screw fixation. The als technique involves the insertion of a second screw placed from dorsally and proximally to plantarly and distally across the osteotomy site, in addition to the single screw fixation. The authors conducted a retrospective cohort study to review the healing outcomes of patients who had received single screw fixation compared with the outcomes of those who had received axial loading screw (als) fixation. The authors reviewed the charts of patients who had undergone a chevron type procedure fixated with either a single screw or a double screw configuration using the als from 2007 to 2009. A total of 46 patients (52 feet) met the inclusion criteria, including 4 males and 42 females (mean age 51 years, range 16 to 77). The control group consisted of 32 patients who had received single screw fixation, and the experimental group consisted of 20 patients who had received als fixation. Surgical fixation was achieved using a synthes 3.0-mm, headless, cannulated screw system. Radiographic healing was achieved at a mean of 6.5 (range 5 to 17) weeks in the als group. In the group with single screw fixation, the mean interval to radiographic healing was 9.53 (range 5 to 19) weeks. In the als group, two cases of displacement of the capital fragment occurred compared with eight cases of displacement of the capital fragment in the control group. This report is for an unknown 3.0-mm headless cannulated screw system. This is report 1 of 1 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.